Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by nausea, vomiting, diarrhea and abdominal pain. The cause of peritonitis was not reported. The patient was hospitalized on the same day as the onset. The patient was treated with ancef 125 mg/l intraperitoneally. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.